Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was black which blocked graphics and text. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose.